Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic after receiving an alert for low, out of range, high voltage lead impedance. Lead dislodgement was observed via x-ray. The lead was explanted and replaced. Patient condition was good.